Manufacturer narrative:
Philips has investigated this complaint. The philips remote support engineer (rse) inspected the system remotely and confirmed that the system not booting up it was stuck at 00:00. Review of the system log file showed that malfunctioning of flexvision pc. Upon further inspection, the philips technician confirmed that the flexvision pc was not starting up normally. The customer replaced the flexvision pc and hard disk. After replacement of the flexvision pc and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the allura device was not boot up. It was stuck at 00:00. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.